Event description:
It was reported that the patient experienced dyspnea and arrhythmia and presented remotely via merlin.net. Review of transmission revealed that the pacemaker exhibited competitive atrial pacing (cap) resulting in inappropriate mode switch (ams). Programming changes were made. There were no patient consequences.